Event description:
It was reported that blood leaked from the hub of the cath-gard (the side to which the sheath was connected) while in use. Therefore, the sheath was removed and replaced with a new kit. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one cath-gard over an edwards 8fr. Swan-ganz catheter for evaluation. The sheath was not returned for analysis. Visual examination of the cath-gard and catheter did not reveal any defects or anomalies. The distal end of the swan-ganz was occluded and each of the lumens were pressurized with a lab inventory syringe filled with water to test for leaks. No leaks were found in the swan-ganz catheter. The cath-gard was filled with water to find holes in the body. No water was found to leak through the cath-gard body and no holes were found. The cath-gard was able to properly lock and unlock on the swanz-ganz catheter. Engineering was contacted about additional leak requirements for the cath-gard and no others were identified. A device history record review was performed with no relevant findings identified. The customer report of a cath-gard leak was not able to be confirmed by complaint investigation of the returned sample. The cath-gard was filled with water to test the cath-gard body for leaks and none were found. A device history record review was performed with no relevant findings. The cath-gard was able to lock and hold onto the returned catheter as expected. Based on the sample received no problem was found on the cath-gard. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported that blood leaked from the hub of the cath-gard (the side to which the sheath was connected) while in use. Therefore, the sheath was removed, and replaced with a new kit. The patient's condition is reported as fine.